Event description:
The customer reported that the system locked up. This resulted in a total loss of navigation functionality. Tech support was able to help the customer reboot the system via phone. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was reset during the service call. The system was found to be working and put back into service.